Manufacturer narrative:
The customer rejected the repair estimate and the device was scrapped per the customer's request.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, a "service required" code related to the internal battery was found in the ventilator's downloaded error log.